Event description:
It was reported that the customer had an off no power alarm. Customer was using (B)(6) alkaline batteries. Customer stated that it was less than 24 hours from the low battery alert to the off no power alarm. Customer stated that this is the second occurrence of the off no power alarm in less than 24 hours after the low battery warning. The insulin pump will be replaced. Customer may continue to wear the pump until the replacement arrives.

Manufacturer narrative:
The insulin pump was received with a blank display due to burned components on radio frequency board and motherboard. They were unable to perform an operating current to verify the off no power alarm or low battery alert due to the blank display. The insulin pump had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.